Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products- ti low profile screw, catalog #: 103530 lot #: 2328015, mlry-hd 3hole rlc shl, catalog #: 11-104154 lot #: 3774190, ringloc-x e1, catalog #: ep-053654 lot #: 3650032, delta cer fm hd, catalog #: 650-0838 lot #: 2016060741. Foreign source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: screw 2: 0001825034-2019-02094.

Event description:
It was reported that the patient underwent initial right hip arthroplasty and subsequently was revised approximately two and half years later for cup loosening. Attempts have been made and no further information has been provided.